Event description:
It was reported that the patient experienced bent cannula event on 05 mar 2026. The site of insertion was on arm, and the infusion set was in use for first day. Due to the event, the patient experienced high blood glucose and was treated with injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.